Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump primed properly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they were unable to exit preparing to prime loop. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 495 mg/dl at the time of hospitalization. The customer stated that they experienced nausea. The customer stated that they tried to treat with the insulin pump. The customer stated that they were given insulin to treat the blood glucose during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they received second series of beeps while holding down the act button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.